Manufacturer narrative:
Facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event and was placed under observation without treatment. Seven days after hospitalization, the patient was discharged and has recovered. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, h1. B5: upon follow up it was reported the patient experienced eosinophilic peritonitis. Based on additional information received, the unknown baxter disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.